Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). The physician explanted and replaced the ra lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in three pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The outer coil was found abraded / separated in the abrasion zone. The cause of the reported event was due to the exposure and abrasion/separation of the outer coil in the abrasion zone consistent with friction to the device can.